Event description:
Pt had an episode of gastro 6 weeks prior to procedure and after that, was complaining of pain in their knee, elevated esr. Triathlon insert was removed, left knee joint was washed out and a replacement insert was implanted. All other implants remain insitu.

Manufacturer narrative:
An eval of the device cannot be performed as the device was not returned to the MFR. If add'l info becomes available, if will be submitted in a supplemental report.